Event description:
This is filed to report deployment difficulty and single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. It was noted that visualization during the procedure was difficult due to the patient's anatomy. One clip was placed medially on a2/p2 but upon deployment of the clip, it would not release from the delivery system. Troubleshooting was performed and the clip was released. However, during the troubleshooting process the grip on the posterior leaflet became loose and the decision was made to implant another clip. A second clip was advanced to the left atrium and at that time it was noted that the first implanted clip had an slda. The second clip was placed to stabilize the slda clip and the procedure was complete with a final mr grade of 2. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported poor image resolution was associated with visualization difficulty. The cause of the reported unspecified tissue injury associated with the leaflet tear and recurrence of leaflet prolapse was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda appears to be due to tension put on the system during troubleshooting for deployment difficulty in conjunction with visualization difficulty. The cause of the reported difficult or delayed activation associated with the difficulty to separate the mandrel and clip could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: clinical code 4582 was removed. Code 4559 (unspecified tissue injury) was added.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that on (B)(6) 2022 a transesophageal echocardiogram (tee) was performed and it was noted that the mr worsened and the second implanted clip (20208r186) became an slda. According to the physician the second clip detached from the leaflet due to a leaflet tear that the first implanted clip caused. On (B)(6) 2022 a surgical mitral valve replacement (mvr) was performed. The mvr procedure was successful and the mr was reduced from grade 4 to 0. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.